Manufacturer narrative:
Initial investigation report attached is on device history record and retained samples only. Still pending return of samples for investigation.

Event description:
IV catheter was placed during a routine canine ovariohysterectomy that started at 8:47am on monday (B)(6) 2025. The IV catheter would have been placed a few minutes before surgery. Surgery ended at 9am, the IV catheter was removed at approximately 9:05 am and immediately the recovery tech noticed the IV catheter was not intact. The doctor went back into surgery at 9:10 am to try and remove it. Catheter had less than an hour inserted in the vein. The catheter was not successfully removed. Only the hub, the polypropylene section migrated. This is the first time this type of incident occurred. The patient is stable; the cardiologist was unsuccessful in removing the catheter from a distal pulmonary artery where it settled. Additional information received from the chief veterinary medical officer stating; the patient is stable, and there have been no secondary comorbidities linked to the issue. They are waiting for an update regarding timing of the removal. An adverse event report was submitted to health canada by the chief veterinary medical officer and he stated that it was indicated in the report that this was likely due to user error and that there was no evidence to suggest device failure.

Manufacturer narrative:
Initial investigation report attached is on device history record and retained samples only. Still pending return of samples for investigation.

Event description:
IV catheter was placed during a routine canine ovariohysterectomy that started at 8:47am on monday (B)(6) 2025. The IV catheter would have been placed a few minutes before surgery. Surgery ended at 9am, the IV catheter was removed at approximately 9:05 am and immediately the recovery tech noticed the IV catheter was not intact. The doctor went back into surgery at 9:10 am to try and remove it. Catheter had less than an hour inserted in the vein. The catheter was not successfully removed. Only the hub, the polypropylene section migrated. This is the first time this type of incident occurred. The patient is stable; the cardiologist was unsuccessful in removing the catheter from a distal pulmonary artery where it settled. Additional information received from the chief veterinary medical officer stating; the patient is stable, and there have been no secondary comorbidities linked to the issue. They are waiting for an update regarding timing of the removal. An adverse event report was submitted to health canada by the chief veterinary medical officer and he stated that it was indicated in the report that this was likely due to user error and that there was no evidence to suggest device failure.